Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620005622/ shell porous with cluster holes / lot # 61660755. Part # unknown / unknown liner/ lot # unknown . Item# 00771100900/ femoral stem 12/14 neck taper plasma / lot # 61690517. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00948. 0001822565 -2021 -00949. 0001822565 -2021 -00951.

Event description:
It was reported the patient was experiencing the following allegations post revision procedure: significant pain and discomfort; gait, impairment; poor balance; difficulty walking; component part loosening, impingement and/or detachment; metallosis; soft tissue damage; adverse local tissue reaction; dislocation; infection; and other injuries presently undiagnosed, which all require ongoing medical care. However, no further revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). Winterthur holds design control of this device.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). Winterthur holds design control of this device.